Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, an x-ray revealed the j-tube was curled and stuck in the intestine. Using x-ray guidance, attempts were made to remove the j-tube without success. The j-tube had to be cut and pulled out via a perforation in the intestine. The patient had perforations in several areas of the intestine which had to be removed. The peg/j tubes were explanted which may be permanent.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. An intestinal perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.